Event description:
Patient underwent CT guided right renal biopsy and sclerosis of renal cyst. Interventional radiologist injected hydrated alcohol into the drainage catheter. The catheter fragmented upon removal, requiring removal under fluoroscopic guidance. A subcentimeter fragment of catheter remained within the perirenal space. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: renal cyst.